Event description:
During routine testing, the device was powered on without a defibrillation cable attached, but allegedly did not display an expected connect electrodes message. The device was then cinnected to a simulator through an attached defibrillation cable, and when an inputted ventricular fibrillation was analyzed, the device reportedly would not appropriately advise shock.